Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for out of range pacing lead impedance was noted via merlin.net transmission. Lead impedances were in-range in clinic. Further testing on next follow-up was recommended on the lead. Patient will be monitored.